Event description:
It was reported that the right atrial (ra) lead dislodged post operatively. The ra lead showed no capture at maximum output and dimi nished p-waves. The ra lead was repositioned and remains in use. It was further reported that the right ventricular (rv) lead had dislodged post operatively. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).